Event description:
It was reported that a tl60 was used during a left extended pulmonectomy resection of the left atrium. It was reported by the affiliate that the left atrium of heart was stapled, by the linear stapler tl60, then transsected, soon the atrium ruptured and the lethal bleeding occured and the pt died in or. On 10/07/1998 additional info from the affiliate. A preoperative diagnosis of lung cancer located in the left upper bronchus, involving lower bronchus and pericardium. The preoperative condition of the pt was satisfactory and there were no chemotherapy or radiotherapy before the surgery. It was reported that the tl60 was put on the atrium, fired, the atrium was transected, but the stapler was not removed at once. Then the surgeon cut the bronchus, after that tried to release tl and the massive bleeding started immediately. The staple line could not be observed just after the firing due to the massive bleeding. Staples were identified at autopsy-not all, only some "b" shaped at the end of the repture. The surgeons consider a bleeding in such situation absolutely could not be controlled because of the defect was very large and the walls were too fragile to be clamped or grasped (but they tried to do that unsuccessfully). The surgeon has performed more than 500 thoracic procedures and 20 of them with ees staplers.